Event description:
The customer reported that the system exhibited 'pre-charge error' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe battery packs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.